Event description:
It was reported that during total shoulder arthroplasty in 2006, when bi-polar components were assembled, the modular head component did not articulate freely in the polyethylene liner.

Manufacturer narrative:
Other, eval of returned device found implant to be out of design spec. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.